Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device misfired, there were multiple clips lodged in the jaws, and the clips were scissoring. Procedure was completed with a competitor's device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n90g8l. The analysis results found that the er320 device was returned partially cycle with a clip in the jaws; the cycle was finish and the clip was removed in order to inspect the jaws and they were found with no damage. In addition, 1 clip malformed was received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 partially formed clip was fed due to an anti-backup failure. After that, 4 clips were properly fed and formed. Upon the following actuations, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the anti-backup lever was found worn out and out of its intended position, and the hoop spring was also noted to be out of position; this condition caused the anti-backup failure. In addition, the latch posts were found to be broken which suggest that a lockout premature occurred. 13 clips were found inside the clip track. However no conclusion could be reached as to what may have caused the anti-backup lever worn out and the hood spring to be out of position. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.